Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid mixer machine had a melted pvc fittings. The issue was noted during heat disinfect/regular inspection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The pvc fittings were the original fresenius parts on the machine. The biomed reported that there was no burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the pvc fittings, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The pvc fittings are not available to be returned because they were discarded. It was reported photos are available but to date, have not been provided.